Manufacturer narrative:
(B)(4), follow up for device evaluation: debris was reported inside the needle casing. To support the investigation, one unpackaged sample and one photograph were submitted for evaluation by the quality team. A visual inspection was conducted, revealing an epoxy drip on the needle hub. The photograph confirmed the condition observed in the received sample. No additional defects or irregularities were identified. This issue can occur during the assembly process if a jam occurs at the cannulator. A device history record (DHR) review was completed for material number 304142, lot 4331011. The review found no quality issues during the production of this lot that could have contributed to the reported condition. No related quality notifications were identified. All manufacturing processes and final inspections were performed in accordance with specification requirements. The sample will be shared with production associates to raise awareness. To date, no similar incidents have been reported for this lot. Based on the investigation and analysis of the returned sample, the customer-reported condition has been confirmed.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported by customer that the debris found inside the needle casing. Verbatim: debris found inside the needle casing supplier product #: 304142 lot #: 4331011 customer response on 03-jun-2025. Can you please provide an exact date of event? 5/28/2025..